Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported "backflow during pt use" when vecuronium was infusing via a 30ml syringe. At one check the volume in the syringe was 24.5mls and at the next check, when the patient was noted to be agitated, the syringe volume was 34mls. Four modules were in use at the time of the event; the user checked the pressures and reportedly the other infusions appeared to be fine. There was no report of patient harm.